Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook instrument was found to have a broken wire. The procedure was completed with no report of patient injury. Follow-up was performed to request additional information related to the event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of broken pitch cable to be related to the customer reported complaint. The permanent cautery hook instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measures approximately 0.032¿ x 0.046". The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. No image or video was available for review. A review of the instrument log for the permanent cautery hook instrument (part number 470183-14/ lot/serial number (B)(4) associated with this event has been performed. Per this review of the logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2022 via system serial# (B)(4). There were 6 uses remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.